Event description:
Customer reported receiving a "scan again in 10" message for more than 2 hours while wearing the adc freestyle libre sensor and was unable to manage her glucose. Customer experienced confusion and dizziness and was incapable of self-treating, and her sister treated her with orange juice and oral glucose tablets. No further treatment was received. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and simvivo test was performed. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10" message for more than 2 hours while wearing the adc freestyle libre sensor and was unable to manage her glucose. Customer experienced confusion and dizziness and was incapable of self-treating, and her sister treated her with orange juice and oral glucose tablets. No further treatment was received. There was no report of death or permanent impairment associated with this event.